Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a smartpass disabled alert. The smartpass was enabled by the health care professional (hcp) and it then was automatically disabled one more time. It was also noted that the patient has a high body mass index (bmi). Technical services (ts) reviewed the episodes and it was mentioned that the smartpass was disabled due to low amplitude r-wave both times. The patient will be seen in-clinic to try to program a different vector and re-enable the smartpass. Additional information was provided. The patient was seen in-clinic and automatic set-up was successful in all vectors, the device was programmed to the primary vector. It was also noted that the r-wave amplitude decreased significantly when patient leaned forward. This was identified from a lateral x-ray which showed that the primary electrode was in a fatty tissue and not on the muscle itself. Hence, the secondary vector was manually chosen and showed no degradation of amplitude in any tested positions. This is due to very high bmi. The patient will continue in-person follow-ups due to having another episode of smartpass deactivation. It was also mentioned that the electrode has slightly raised upwards near the apex of the sternum as observed in imaging, and while in secondary vector the patient has received one inappropriate shock. The device has disabled smartpass once again and after automatic setup all vectors failed at sitting position. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.